Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. It was indicated that the patient was critically ill while using the device, which is misuse of the device. Date of event is an approximation. The patient experienced inaccurate cgm values which occurred 4 day after the sensor had been inserted into the arm. This is 2 of 2 allegations of inaccuracies and this report is to capture the 2nd incident on (b))6) 2024, the patient¿s cgm was reading low, and no bg reading was documented at the time of the event. The patient acted by eating something to try to raise the bg levels. At an unspecific time during at night, the patient got symptoms of hyperglycemia like, throwing up multiple times, urinating frequently and sweating. The patient would have been experiencing diabetic ketoacidosis. Then the patient became unfocused, and it was not able to have verbal contact with the patient. The patient¿s spouse called an ambulance, and the patient was transported to the hospital. At the hospital the patient received treatment with intravenous fluids and insulin. Bg levels were measured at the hospital and the cgm reading was low, and the bg reading was 33.5 mmol/l. Ketones were also measured and were ¿very high¿ as life threatening, but no specific reading was available. The patient stayed at the hospital for 1 day, until the symptoms had been alleviated. It was stated that the patient had endocrinological cancer and was receiving treatment in a regular basis which included: myrelez 120 mg once per month (for cancer treatment), and other medication as needed for diabetes management. At the time of the report the patient no longer had symptoms from hyperglycemia. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator at the time of the event. There were no reported glucose values available to search within the parkes error grid calculator when the cgm was showing low. The reported glucose values fall within the d zone of the parkes error grid when the patient was measured at the hospital. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of diabetic ketoacidosis. This is 2 of 2 allegations of inaccuracies. The patient reported 2 instances in which each event has similar details but occurred on different event dates. Please see the following related complaint record (B)(4).

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. It was indicated that the patient was critically ill while using the device, which is misuse of the device. Date of event is an approximation. The patient experienced inaccurate cgm values which occurred 4 day after the sensor had been inserted into the arm. This is 2 of 2 allegations of inaccuracies and this report is to capture the 2nd incident on (B)(6) 2024, the patient¿s cgm was reading low, and no bg reading was documented at the time of the event. The patient acted by eating something to try to raise the bg levels. At an unspecific time during at night, the patient got symptoms of hyperglycemia like, throwing up multiple times, urinating frequently and sweating. The patient would have been experiencing diabetic ketoacidosis. Then the patient became unfocused, and it was not able to have verbal contact with the patient. The patient¿s spouse called an ambulance, and the patient was transported to the hospital. At the hospital the patient received treatment with intravenous fluids and insulin. Bg levels were measured at the hospital and the cgm reading was low, and the bg reading was 33.5 mmol/l. Ketones were also measured and were ¿very high¿ as life threatening, but no specific reading was available. The patient stayed at the hospital for 1 day, until the symptoms had been alleviated. It was stated that the patient had endocrinological cancer and was receiving treatment in a regular basis which included: myrelez 120 mg once per month (for cancer treatment), and other medication as needed for diabetes management. At the time of the report the patient no longer had symptoms from hyperglycemia. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator when the cgm was showing low. The reported glucose values fall within the d zone of the parkes error grid at an unspecified time when the patient was measured at the hospital. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) b5: describe event or problem - correction. G3: date received by mfg - correction. G6: type of report - updated/follow-up. H2: type of follow up - correction. H10: corrected data.